Event description:
A sales representative reported that an aquacel ag surgical dressing was applied to patient's hip incision and moderate to large amounts of discharge was noticed under the dressing. It is also reported that the physician ordered the dressing to remain on the wound, and upon removal, four (4) days later, a maceration was noticed to and around the hip incision.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The specific icc code for this product is unknown, however, further information has been requested. No additional patient/event details have been provided to date. Should additional information be received, a follow-up report will be submitted. A returned sample is not expected for evaluation. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.